Manufacturer narrative:
(B)(4). Date sent: 10/28/2022 d4: batch # 265a69 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. No battery was received. The anvil was received with only anvil half washer and there were staples present in the device. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. When the test battery was installed, the green checkmark was not illuminated, indicating that the device was not fired. A new washer was placed on a test anvil, and it was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the device was dry fire five times, the device did activate on each firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the low anterior resection surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.